Event description:
New information received notes that the device exhibited a reset again. It was noted that the patient's transmitter was kept in a separate room. It was determined that the alert was never cleared. There was no further intervention. The patient was in stable condition.

Event description:
New information received indicates programming changes were made to address the backup vvi issue. A firmware update was performed. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmission revealed the implantable cardioverter defibrillator exhibited a device reset. No intervention was performed. The patient was in stable condition.